Event description:
The pump was returned for investigation. Investigation revealed that the solder joint was found to misaligned and the pump failed force sensor calibration check. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the black box shows several no cartridge detected and zero force loss of prime warnings. Multiple occlusion alarms were observed. During the load step, the pump stops immediately. The cartridge was inserted and pump was primed and an occlusion alarm occurred. The pump fails force sensor calibration check. The solder joint was found to misaligned on the pcb. (B)(6).